Event description:
It was reported that the patient presented in clinic for follow up after unrelated procedure. The right atrial (ra) lead was dislodged confirmed via chest x-ray. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.